Manufacturer narrative:
The investigation into this report is on-going. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated an e360 ventilator experienced a device alarm, during patient use, but the alarm was not audible. The patient was manually ventilated until another ventilator was set-up for use. There was no report of patient injury.